Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had high blood glucose of 557 mg/dl and received a no delivery alarm; she called and was advised to change the infusion set and reservoir. Customer delivered a bolus and her blood glucose went very low to around 30 mg/dl but she was not alerted from the sensor; sensor reading was around 70 mg/dl. Customer had to call the paramedics; blood glucose went down to 15 mg/dl at the time the paramedics arrived. Current blood glucose value was 297 mg/dl. Nothing further reported.